Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver contacted support regarding a freestyle libre 3 plus sensor pairing failure alarm, after which the user rescanned the sensor and the sensor entered warm-up, with guidance provided that glucose readings would begin after warm-up completion. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary interruption of glucose data display. User support included troubleshooting and user education performed remotely. Investigation of this case revealed that the pairing failure was resolved through rescanning, indicating a transient connection or setup issue with the continuous glucose monitoring sensor. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity during setup.